Manufacturer narrative:
B3. Date of event: unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Motor rate error/travel course error was found in the event history log. Functional testing was performed. The motor and clutch set was replaced. Device passed all testing after repair.

Event description:
It was reported that the pump had a motor rate error, with no occlusion of the syringe, even after replacing the motor and calibration of force sensor. There was unknown patient involvement. No patient harm/adverse event was reported.